Event description:
Profound and permanent neurological injuries, other injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Neuropathy [neuropathy peripheral]. Excess zinc [blood zinc increased]. Copper depletion [blood copper decreased]. Pain [pain]. Case description: an attorney reported that their female client, now age (B)(6), used fixodent denture adhesive, version unknown cream, unspecified total daily use after receiving dentures, and reported the following: profound and permanent neurological injuries and other injuries that have left her unable to perform her normal, customary and daily activities, severe and permanent physical injuries, substantial pain, and neuropathy attributed to excess zinc and resulting copper depletion. Her client discontinued use of fixodent after she was diagnosed with neuropathy. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter and case concerns long-term product use.